Manufacturer narrative:
The event occurred on an unspecified date in 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was dirty. This was observed before use. The minicap transfer set was replaced with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing performed included leak testing, clear passage test, and clamp function testing with no issued noted. A visual inspection was performed using naked eye which identified particulate matter outside the fluid pathway. The reported condition was verified; however the source of the particulate matter was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.